Manufacturer narrative:
(B)(4).

Event description:
It was reported "iabp not triggering properly in auto pilot and would not trigger properly in operator mode in 1:1". Additional information states that the patient was not harmed.

Event description:
It was reported "iabp not triggering properly in auto pilot and would not trigger properly in operator mode in 1:1". Additional information states that the patient was not harmed.

Manufacturer narrative:
(B)(4). The reported complaint for iabp "not triggering in auto pilot and not working in 1:1 in operator mode" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.